Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately one week post implant, the right atrial (ra) lead exhibited atrial sensing on ventricular sensing markers and at high output, ventricular capture was noted on the ra lead, lead trends indicated sensing, impedance and threshold values were changed on the ra lead and it had dislodged. Both the ra lead and the right ventricular (rv) lead had stopped pacing and were sensing only on both leads. The ra lead was initially reprogrammed off, then explanted and replaced. The rv lead remains in use. No patient complications have been reported as a result of this event.